Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the safe lock apd luer-lock connector was performed. The sample was closely inspected and was found acceptable, the white connector was inspected with no defect such as taper or thread damaged in the connector. In addition, the baxter connector was visually inspected and no damages were found a functional test was performed to actual sample with the cycler machine. The apd luer-lock adapter was connected to a solution bag and the red end of the adapter was connected to the solution line. A flush and prime was performed. A patient connector was connected to a catheter extension and started to drain 0. During the simulated use test, no leaks or disconnection of the apd adapter were noticed. The test were completed successfully. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During the evaluation of the sample was the alleged failure was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock adaptor and the last bag during their pd treatment. The patient reported that the last bag had become disconnected and leaked onto the floor. The patient reported receiving an air detected in cassette alarm during dwell five of five of treatment. The patient was advised to discontinue the treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated the last bag had become completely disconnected while it was filling the heater bag and some fluid had leaked onto the floor. The patient contact stated they had checked that the connections were securely tightened when setting up for treatment. The patient contact stated the cause of the disconnection was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient had continued treatment the next day with no further issues. The apd luer lock adaptor was reported to be available for return to the manufacturer for physical evaluation.